Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient he received an alarm. In troubleshooting infusion set cannula was bloody found. Infusion set was placed in upper buttocks. No further information was available.